Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the filter of an IV set during an infusion of an unspecified hyperalimentation. It was noted that blood was backing up and leaking from the t-connector at the connection site. Although requested, additional event details are not available; there is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. No evidence of damage was noted upon initial visual inspection. Functional testing was performed and droplets were observed flowing out of the filter¿s vent. Further visual inspection of the filter vent under magnification did not reveal any obvious damage or anomalies. The cause of the reported event was a damaged filter vent membrane. The root cause of the damage was not identified.